Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning indicating low impedance and the unipolar impedance was higher than bipolar impedance on the right ventricular (rv). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.